Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 02/08/2016 device evaluation: the pump has been returned and evaluated by product analysis on 01/27/2016 with the following findings: a review of the black box data showed no evidence of all service alarms. The pump powered on with no alarm. The pump was exercised for 24 hours and the complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked and evidence of corrosion was observed in the battery compartment. The pump failed a leak test at the battery compartment. The returned battery cap had stripped threads and a test cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.